Manufacturer narrative:
This investigation was conducted for an unknown lot number nsw 8hr product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Trend/complaint history: a lot trend was not performed. The lot number is unknown. Site sample status was not received.

Event description:
Event verbatim [preferred term]. A burn on her neck [thermal burn], evolved into lesion with scab [scab], the scar will remain [scar]. Narrative: this is a spontaneous report from the pfizer-sponsored program "www.pfizer.it" received from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), (device lot number not available), from an unspecified date to an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient reported that despite having following the instructions unfortunately she experienced a burn on her neck that then evolved into lesion with scab. Unfortunately, at present, it seemed that the scar will remain and she considered this a very serious and dangerous thing. The action taken in response to the events for thermacare heatwrap and events outcome was unknown. According to the product quality complaint group: this investigation was conducted for an unknown lot number nsw 8hr product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Trend/complaint history: a lot trend was not performed. The lot number is unknown. Site sample status was not received. Follow-up (17may2017): follow-up attempts have been completed and no further information is expected. Follow-up (12aug2020): new information received from the product quality complaint group includes investigational results. No follow-up attempts are possible. No further information is expected.

Event description:
Event verbatim [preferred term] a burn on her neck [thermal burn], evolved into lesion with scab [scab], the scar will remain [scar]. Case narrative:this is a spontaneous report from the pfizer-sponsored program "www.pfizer.it" received from a contactable consumer. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), (device lot number not available), from an unspecified date to an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient reported that despite having following the instructions unfortunately she experienced a burn on her neck that then evolved into lesion with scab. Unfortunately, at present, it seemed that the scar will remain and she considered this a very serious and dangerous thing. The action taken in response to the events for thermacare heatwrap and events outcome was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2017): this follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. Company clinical evaluation comment: based on the information provided, the events of burn on her neck that then evolved into lesion with scab, and scar as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device., comment: based on the information provided, the events of burn on her neck that then evolved into lesion with scab, and scar as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] a burn on her neck [thermal burn]; evolved into lesion with scab [scab]; the scar will remain [scar]. Case narrative: this is a spontaneous report from the (B)(4) received from a contactable consumer. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder and wrist), via an unspecified route of administration from an unspecified date to an unspecified date at an unspecified dose for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient reported that despite having following the instructions unfortunately she experienced a burn on her neck that then evolved into lesion with scab. Unfortunately, at present, it seemed that the scar will remain and she considered this a very serious and dangerous thing. The action taken in response to the events for thermacare heatwrap and events outcome was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of burn on her neck that then evolved into lesion with scab, and scar as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device., comment: based on the information provided, the events of burn on her neck that then evolved into lesion with scab, and scar as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.